Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. It was further reported that patient underwent excision of mesh on (B)(6) 2011 due to eroded vaginal mesh. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to eroded mesh. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced prolapse, infection, scarring, abdominal problems, spasms, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.